Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Tka: event description: clip that moves the handle fell off making it impossible to move the handle. That's why I dont have lot or sn numbers.

Event description:
Tka event description: clip that moves the handle fell off making it impossible to move the handle. That's why I dont have lot or sn numbers.

Manufacturer narrative:
Reported event: it was reported that clip that moves the handle fell off making it impossible to move the handle. That's why I dont have lot or sn numbers. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: product history review was not performed as a lot number was not provided. Complaint history review: complaint history review was not performed as a lot number was not provided. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. Device not returned.